Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The product was not returned. The logs were returned for only the last 4 days of the case. The issue was reported on the 4th day of support out of 22 total days. There were no "placement signal low" alarms present in the last 4 days of logs. The fm "placement signal issue" was updated to "optical signal issue" because the impella 5.5 does not have a dp sensor. The root cause of the optical signal issue was not determined since the product was not returned and insufficient data was provided. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
Us complainant reported the patient was on impella 5.5 support. While on support, it was reported that aorta placement signal (ps) is not correlating with art line pressures triggering placement signal low alarm (psl). Nurse requested that alarms be disabled. Instructions were provided to disable psl audio. Additionally, the patient experienced frequent arrhythmias, the resolution is unknown.